Manufacturer narrative:
During the revision the physician suggested that the location and anchoring technique contributed to the lead migration. During the initial implant the lead was placed in the back of the neck and sutured in place but no anchor was used. Per the physician, it is possible that the frequent movement of that area of the neck, combined with the lack of anchor, likely allowed the lad to move. During the revision procedure an anchor was used to secure the replacement lead.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2024 to treat head pain. In (B)(6) 2024 the patient reported changes in the effectiveness of therapy. Xray imaging suggested that both of the implanted leads had migrated away from the initial placement. On (B)(6)2024 a surgical revision was performed in which it was confirmed that only one of the leads had migrated and required replacement.